Event description:
The fe indicated the fuse was blown due to a system malfunction, resulting in a no boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuses and interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.